Manufacturer narrative:
Results: the lantern was fractured approximately 19.5, 21.5 and 46.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed fractures along the proximal shaft. If the device is forcefully advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar branch of the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), ruby coils, pod packing coils (pod pc) and, diagnostic catheter. During the procedure, after placing ruby coils and pod pcs in the target vessel using the lantern, the physician noticed the proximal segment approximately six to seven centimeters towards the hub of the lantern to be fractured. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same diagnostic catheter and another pod pc. There was no report of an adverse effect to the patient.